Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that her meter was reading inaccurately low, however, after speaking with the patient, she alleged the meter was inaccurately high. The medical affairs specialist spoke to the patient and obtained and verified the following information. The patient tested on her meter upon waking and was feeling a little lightheaded at the time. She obtained a result of 130 mg/dl. She stated that when she feels lightheaded, she drinks orange juice, but because of the meter result, she did not have any orange juice. Approximately 5 minutes later, she was cooking her oatmeal for breakfast and she passed out. During the fall, the patient broke her foot. She dragged herself to the phone and called her daughter, who came and took her to the hospital. She does not know what the result was upon admission to the hospital. She was, however, diagnosed with and treated for hypoglycemia and a broken foot. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient obtained a result that she felt was normal, although she felt symptomatic at the time. Following the result, she took no action and later passed out. A replacement meter has been sent.